Event description:
Procedure: carotid arterial enlargement procedure. According to the reporter: customer classified that complaint as a medical incident. Incident description received via email on (B)(6) 2015 there was a carotid arterial enlargement procedure performed at (B)(6) hospital in (B)(6). Polypropylene suture material was used (B)(4) to perform a vascular anastomosis. During the procedure, everything seemed to be going well and the anastomosis was tight. Just after the procedure (30 minutes), the anastomosis was broken down due to the suture damage - it tear. There was significant blood loss noticed as well as tia disease was confirmed. The patient was successfully and immediately re-operated. (B)(4).

Manufacturer narrative:
(B)(4).